Event description:
It was reported that during in clinic follow-up, the right atrial (ra) lead was noted to exhibit noise oversensing resulting in multiple noise episodes. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.